Event description:
It was reported by service report that the stretcher was leaking hydraulic fluid on the floor at the foot end of the stretcher. No pt involvement or adverse consequences were reported.